Manufacturer narrative:
One (B)(4) disposable 4.0mm acromionizer ep-1 blade returned. The complaint indicated: ¿plastic on burr melted¿. This product is almost one year old. It does not show signs of use. The product is seized up, has become over heated and the sluff chamber area has been melted. Returns for grinding/noisy/screeching and melting symptoms have been found to be consistent with the device being ¿tested¿ or run with insufficient irrigation. The device is not intended to be engaged without suction either. Per the IFU: ¿periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running.¿ and it also states: ¿irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry).¿ root cause related to the manufacture of the device was not confirmed.

Event description:
It was reported that the plastic on burr melted, it was informed that the surgeon was using the burr in an open situation. No patient injury reported.